Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A user reported that the compressor did occasionally go into standby mode. The standby valve was replaced and the compressor mini unit passed all functional and safety tests per factory specifications. The faulty standby valve was discarded, so no further investigation of the actual part could be done. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. If the reported failure happens during ventilation, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the compressor was going into standby mode by itself. There was no patient harm. Manufacturer ref.#: (B)(4).